Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. She reports that she uses only a washcloth to rub adhesive off skin and (B)(4) seal and that she just started using (B)(4) powder with 3m no sting barrier spray, which has helped with the drainage and itching. End user also reported that he initial treatment was oral bactrim, then her second treatment round was oral minicyline which she is currently on a 30 day. She stated that she will try full (B)(4) barrier without tape. No add'l patient/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a follow up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End user reports a three month history of rash type areas outside of tape border at top and left side when looking down at stoma area on her abdomen. She stated it starts as a pimple then open and itch with clear drainage. She further stated that it started out with a few outside of two tape borders and now these have spread to right flank area. End user reports she does not have a box or lot number of product available.